Event description:
A 78 year old male was admitted for myocardial infarction with cardiogenic shock. A veno-arterial extracorporeal membrane oxygenation and an impella cp was inserted via the left femoral artery. After 3 days of support, the patient developed gastrointestinal bleeding requiring blood trasfusion and the urine color was suggestive of hemolysis. Systemic anticoagulation was temporarily halted. Following 7 days of support, the patient was escalated to an impella 5.5 and the impella cp removed. Also, the veno-arterial extracorporeal membrane oxygenation was removed. A day post removal, the left limb showed no pulses and vascular surgery was consulted for thrombectomy. Thrombosis is a known risk when stopping anticoagulation. After 12 additional days of support by the impella 5.5, the patient was successfully weaned and the pump was removed. The described complications are consistent with known risks associated with the impella therapy as listed in the instructions for use.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.